Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a retractor fixation pin fractured intraoperatively while the surgeon was threading it into the vertebral body. The surgeon had to drill around the broken piece to release the screw; extra bone was removed. There were no reported patient impacts.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection: inspection revealed that the tip of the device is clearly fractured off. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a retractor fixation pin fractured intraoperatively while the surgeon was threading it into the vertebral body. The surgeon had to drill around the broken piece to release the screw; extra bone was removed. There were no reported patient impacts.